Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s son reported via phone call that the insulin pump did not turn on as well and not working anymore. The customer¿s blood glucose level was 108 mg/dl at the time of the incident. Customer stated side of the battery compartment was crack. Customer stated that the reservoir was able to lock in place. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify battery power loss alarm due to blank display. Device was received with cracked battery tube threads and cracked case along the side of the battery tube